Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 = phone: (B)(6) e1 = mobile: (B)(6) e3 = occupation: unknown. G4 = PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to the stone retrieval portion of a flexible ureteroscopic lithotripsy procedure, the handle part of two 'ncircle tipless stone extractors' did not function properly. The device was tested prior to use which was when the issue was discovered and no stones were retrieved with the device. A laser was used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections: h6 (annex g) summary of event: a representative of wuhan lule technology co. Ltd (china) informed cook on 26may2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-022115-udh) from lot # 15076383. It was reported that 2 baskets were found to be broken before use during a flexible ureteroscopic holmium laser lithotripsy procedure. The device was tested prior to use which was when the issue was discovered, and no stones were retrieved with the device. A laser was used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found a related non-conformances reported for lot 15076383 related to the complaint issue of inadequate glue. A complaint history database search showed 13 other related complaints associated with the failure mode for the complaint device for lot 15076383. The large number of complaints indicate an issue occurred with the manufacturing of the lot. Containment and field action activities were performed for the device lot. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors'] did not provide any information related to the reported issue. Visual inspection of the returned complaint devices was also conducted. Two 'ncircle tipless stone extractors' were returned for investigation. The first device's handle was disassembled from the basket sheath, the collett and pett tubing was missing, and the support sheath was loose from the basket sheath. The second device's handle was disassembled from the basket sheath, the collett and pett tubing was present but the mlla was missing, the support sheath was loose from the basket sheath. It is likely the missing components of the devices are due to the user disassembling the devices after the support sheath and basket sheath separated. Based on the investigation of the returned devices and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue of not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots on which the operator performed work showed this was the only lot where that operator had performed the gluing operation. Containment and field action activities were performed for the device lot. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.